Manufacturer narrative:
The fse evaluated the instrument. The fse found the tubing through pinch valve pv27 was faulty and was leaking. The fse replaced the tubing, which repaired the leak and the voteouts. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a bloody leak at the probe of the coulter lh 500 hematology analyzer. The instrument was generating voteouts for differential results at the time of the event. The volume of the leak was about 10 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.